Event description:
A customer reported experiencing "elevated blood glucose reading with two previous pods". We were provided with partial blood glucose history (including bolus and carbohydrate information) over the course of 3 days: (B)(6) 2009. On (B)(6) 2009 the customer's blood glucose was 404 mg/dl at 2:32 pm, but then by 10:45 pm her level had decreased to a normal 95 mg/dl. Note: no blood glucose was provided prior to the 2:32 pm reading on that day. The next day, on (B)(6) 2009, no blood glucose was provided, all we know is that the customer consumed a total of 242 grams of carbohydrates over the course of 7.5 hours and administered meal boluses. On (B)(6) 2009 she was hospitalized, but we do not have a time of admittance and have no information on the medical treatment that was provided. At approximately 6:00 pm, her blood glucose read "high" (>500 mg/dl) - no additional information was provided regarding the hospitalization. The customer did not notice "anything abnormal about the cannula or injection site." We suggested that she speak with a clinical specialist to determine a possible cause for her elevated blood glucose, but the customer stated that she is already in contact with a certified diabetes trainer. The customer also stated that she is "doing better at checking her blood glucose readings." The pods were discarded and therefore no product will be returned for evaluation.

Manufacturer narrative:
Due to the products being discarded, we are unable to evaluate the devices to determine if a malfunction or defect had occurred that would have contributed to the customer's "high" blood glucose levels. It is impossible to make any assessments on the partial blood glucose history that was provided. It is unknown if the customer was not testing her blood glucose regularly or if she simply did not provide us with all the history, though because the customer stated that she is "doing better at checking her blood glucose readings," this may indicate that she was not checking her blood glucose regularly. The omnipod's user guide advises customers to "check blood glucose at least 4 to 6 times a day" to avoid hyperglycemia. There is a specific section that discusses hyperglycemia and how to: diagnose, avoid and treat it. It also goes into detail about the possible causes of hyperglycemia. The key to avoiding hyperglycemia is to check blood glucose levels regularly - if this is not done then this may lead to hyperglycemia. The lot was reviewed and determined to have met all acceptance criteria.